Event description:
In a letter rec'd from the pt's wife, it was indicated that the pt used a foley catheter that would not deflate and could not be removed normally. The pt underwent surgery to remove the catheter.